Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A fracture of the inner coil was noted at the distal tip under the ring electrode, consistent with fatigue. This fracture is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. Images of the lead prior to removal appeared to show that the lead tip was off center. During the removal procedure, the lead separated and eventually broke with the tip still attached to the right ventricle. A new lead was implanted and the patient was doing well after the procedure.